Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 17/feb/2023 a contact for this male peritoneal dialysis (pd) patient contacted fresenius technical control. The patient had passed out during treatment on the liberty select cycler and was lying on the floor. The caller requested assistance in disconnecting the patient from the liberty select cycler as the ambulance was en route. The patient was in dwell 1 of 5 with 30 minutes remaining in a 90-minute dwell. Additional information was obtained by the peritoneal dialysis registered nurse (pdrn). The patient was transported via emergency medical services (ems) to the hospital, where he was admitted with a diagnosis of hypovolemia. The patient did not acquire any injuries when he passed out.

Event description:
On (B)(6) 2023 a contact for this male peritoneal dialysis (pd) patient contacted fresenius technical control. The patient had passed out during treatment on the liberty select cycler and was lying on the floor. The caller requested assistance in disconnecting the patient from the liberty select cycler as the ambulance was en route. The patient was in dwell 1 of 5 with 30 minutes remaining in a 90-minute dwell. Additional information was obtained by the peritoneal dialysis registered nurse (pdrn). The patient was transported via emergency medical services (ems) to the hospital, where he was admitted with a diagnosis of hypovolemia. The patient did not acquire any injuries when he passed out.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the pdrn stated the event was not related to the use of the liberty select cycler. The patient was dehydrated from not consuming enough fluids. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue.